Manufacturer narrative:
Concomitant medical products - model: d224trk, crt-d; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited alerts for high/undefined rv defibrillation coil impedance and high/undefined superior vena cava (svc) defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.